Event description:
It was reported that a patient developed an infection involving mold after an unspecified procedure using this bronchovideoscope. The customer is starting an investigation to find out if the cause of the infection is related to the bronchoscope or if it is an environmental issue. Additional information has been requested but no further information was received at this time.